Event description:
A patient underwent a laparoscopic cholecystectomy in which an infuso.r. Syringe pump was used. It was further reported the patient experienced "anesthesia awareness" and intra-operatively a rise in blood pressure was noted (no value provided). The patient was administered unspecified medication for the event. According to the reporter, the fluid level in the syringe pump that was used to administer propofol had not decreased; despite the pump displaying a decreasing volume. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 390013-2022-0001 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.